Event description:
It was reported that on (B)(6) 2026, the patient experienced an overnight increase in blood glucose levels to approximately 340 mg/dl after approximately 4-24 hours of pod wear on the arm. Blood glucose levels did not decrease despite administration of correction boluses in both automated and manual mode. The patient reported symptoms including fatigue, which prompted a telephone consultation with a healthcare provider. The healthcare provider advised the patient to replace the pod, after which blood glucose levels began to normalize. No in-person medical evaluation or treatment was required. The patient further reported observing a ¿scab¿ within the cannula, which he believed may have caused an occlusion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.